Event description:
Tried to start an IV on the patient and saw a flash of blood from the catheter, pulled the needle out and the catheter would not fill up with blood. After slowly pulling back the catheter the blood would then fill up but could not advance the catheter any further. Manufacturer response for nexiva, bd nexiva 22 g x1.00 (per site reporter). One on one meeting with materials management and bd leadership.